Event description:
It was reported that inflation failure of a balloon occurred. The target lesion was located in the saphenous vein graft extending to the diagonal artery. A 2.50mm x 12mm emerge balloon catheter was advanced to predilate the lesion but failed to inflate and hold pressure. The balloon was pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. The emerge balloon catheter was received with no original packaging or other devices. There was blood in the wire lumen. The balloon was loosely folded. The hypotube was fractured 34cm from the proximal edge of the guidewire exit notch. The hypotube fracture surfaces were ovaled. There were multiple hypotube kinks. Functional testing was performed by connecting a new toughy, stopcock, and inflation device to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp). The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no other damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).